Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is october 5, 2015.

Event description:
Boston scientific received information that this product was part of a system which had an infection. Medication was given to the patient and the system remains implanted. There were no additional adverse effects reported.